Event description:
Customer reported the output of the vaporizer did not appear to be accurate. There was no reported pt injury. Investigation/conclusion: the vaporizer was returned to the manufacturing site for investigation. The vaporizer was tested and found to have output low to specification. The vaporizer was then disassembled, and a particle of metal contaimination was noted between the thermostat body and the flapper. Ohmeda concludes the low output from the vaporizer was due to the metal contamination. Ohmeda has reviewed their servicing/calibration procedures and have taken corrective action to help prevent contamination in the vaporizer. This is the first MDR within the last 12 months that involves a serviced tec 4 vaporizer wherein the cause was found to be metal contamination.